Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 20mm watchman flx pro closure device was selected to be used. After attempting to place the closure device, the physician determined that a closure device would be unsuitable for the morphology of appendage. The physician then placed and released a non-boston scientific (bsc) amulet device in the appendage. After deployment of the non-bsc amulet device, a pericardial effusion was noted. No further information was provided at the time of this report.